Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did not break inside or over the patient´s incision, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during surgery, the rally cement gun was not strong enough to push 70gm of cement out. The gun broke due to the force exerted to get the cement out. Delay of less than 30 minutes and no backup available.

Manufacturer narrative:
We recommend that all re usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened.